Manufacturer narrative:
(B)(4). The lead was returned to our post market quality assurance laboratory severed 452 mm from the tip with only the distal segment received. Visual inspection confirmed that the rate/sense conductor coil was fractured 363 mm from the tip consistent with cyclic fatigue. The shock portion of the lead passed all electrical testing. The clinical observations of oversensing, inappropriate shocks and high out or range pacing impedances were attributed to the fractured rate/sense conductor coil. Analysis however could not confirm the high out of range shock impedances as that portion of the lead passed testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing resulting in inappropriate shocks and high out of range shock and pacing impedances. The out of range measurements were observed through both the device and the pacing system analyzer (psa). The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.